Event description:
This was brought to my attention that we are having other issues with our arteriogram trays. The drapes are not absorbing fluid like they should and were in the past. After tearing down the tray, she noticed saline under the drapes. This is considered breakthrough and is a sterility issue for us. Also, the towels that we get from deroyal seem to be water repellent these days not absorbing like they were before. We suspect that they have made some changes recently at the company that is sure impacting the quality of the trays that we are receiving. No patients or staff have been harmed, but there is increased risk for infection and exposure to body fluids. ====================== manufacturer response for arteriogram tray, arteriogram tray (per site reporter).====================== the rep picked up the same tray yesterday that I reported (the same type as this one) and is going to give us 3 new ones. This tray from today was thrown away.